Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s connector clip broke when the pump was dropped, leaving the ridged portion of the connector lodged in the pump and preventing disconnection and removal of the cartridge. The user ultimately removed the broken connector and cartridge with guided troubleshooting and then restarted the pump and performed a full supply change. No injury, clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with failure to disconnect at the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.